Manufacturer narrative:
(B)(4). D10: cat# 139252, lot# 555610, m2a-magnum 42-50mm tpr insrt-6. Cat# 21-124312, lot# 174910, m/h ha por lat fmrl 12x165mm. Cat# 163667, lot# 433980, 32mm mod head cocr -6mm neck. Cat# 00700005420, lot# 60725288, tm revision shell 54mm. Cat# 00711005432, lot# 60926196, 10 degree face angle 32mm i.d. Oblique cemented revision shell liner use with 54mm o.d. Shell. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. A second acetabular revision occurred approximately 6 years post-implantation due to pain and acetabular loosening. During the revision, the surgeon identified that the previous abductor repair had failed and found no evidence of acetabular ingrowth. The initial stem was left intact. The acetabular components were revised without complications. It was reported that no further information is available.